Manufacturer narrative:
This report is submitted july 30, 2018.

Event description:
Per the clinic, the patient developed an infection at the implant site and as a result was hospitalised for IV antibiotic therapy; however this did not resolve the issue. Subsequently, the device was explanted (date not reported).